Manufacturer narrative:
D.5 and e.4 are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the sticker seal was missing from the device upon receipt. Functional evaluation was performed but did not include non-destructive testing of the pump due to a damaged sensor. Error codes were not found in the device event history log. Results: the customer reported problem was duplicated during the investigation as the downstream occlusion sensor seal was found to be damaged. Root cause of the reported event would be attributed to a damaged occlusion sensor seal which was caused by the customer. The occlusion sensor will need to be replaced. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120

Manufacturer narrative:
Additional information received on 20july2022 via email and attached to complaint object: all issues found during testing. No patient involvement.